Event description:
I have a nevro hf10 implanted. A company rep had his oc connected and I received five shocks down my spine arms and legs. This was prior to (B)(6) 2023. He claimed he did nothing but they changed reps working with me. I have documented multiple other shocks and overheating problems during and after charging. Today the unit itself has continued to feel hot for hours after charging.